Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: four suction feet at the bottom with weak suction force, power cord receptacle failure, power switch's plastic cap was torn, air pressure fluctuated when wiggling on air gauge due to worn out air joint unit and connector, as well as the output socket was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the maintenance unit had a broken alternating current jack. The event was noticed at reprocessing. The intended procedure was unable to be completed. There were no reports of patient harm.